Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise problems. The lead was explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. Electrical testing of the lead found no conductor fractures or internal shorts.